Manufacturer narrative:
Date of event: populated as (B)(6) 2019 as there is no known event date. Populated as the first day of the month of the bsc aware date.

Event description:
It was reported via medwatch (B)(4) that a guidewire fractured and remained inside the patient. The target lesion was located in the complex, heavily calcified and cto right coronary artery. The procedure involved multiple access sites and multiple devices and wire usage. A 330 cm rotawire was selected for use. During the procedure, it was noted that the calcified lesion caused the rotawire to fracture and shear off inside the patient. The tip of the device remained in the patient. No further patient complications were reported.